Event description:
Ous MDR - vf alert arrived via home monitoring. However, it looked like oversensing. The rv lead impedance as well as pvc counts had been increasing since the end of (B)(6) 2015. The rv threshold was 0.8 v in (B)(6) but showed an increase of 3.8v on (B)(6) during the in-office follow-up on (B)(6), no noise was detected. According to the patient, on the date of the vf detection, she was at home and nothing unusual happened.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.